Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 38 mg/dl. Customer was treated with glucose tablet and juice for their low. The customer stated that insulin pump had unexpected restart alarm. Customer was able to rewind the insulin pump and this was third occurrence of alarm. The pump will be returned for analysis.